Event description:
Per the medical records, prior to the index procedure the patient was involved in a motor vehicle crash, resulting in intrabdominal injury. The patient underwent a bowel resection and colostomy and developed a right femoral vein deep vein thrombosis (dvt) while on anticoagulation. The consensus was to place an inferior vena cava (ivc) filter as prophylaxis for pulmonary embolism (pe) due to the new onset of dvt, multiple injuries, obesity, comorbidities and body habitus. The procedure was done at bedside with the patient already sedated and on ventilatory support. The right groin was prepped and draped in a sterile fashion and a needle trocar was introduced into the right femoral vein using seldinger technique. Then, over the needle, a wire was placed and advanced all the way up to the inferior vena cava under direct fluoroscopic guidance. A venogram was obtained measuring the size of the vena cava and identifying the takeoff of the renal veins. The trapease filter was deployed in the inferior vena cava below the renal veins at the level of l2. The patient tolerated the procedure well with no reported complications. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and fractured filter struts retained in the body, becoming aware of these events approximately four years and four months after the filter implantation, and further experienced anxiety and depression related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of obesity and comorbidities. The patient is reported to have sustained intra-abdominal injuries as a result of a motor vehicle accident. The patient underwent laparotomy, bowel resection and colostomy and developed a right femoral deep vein thrombosis (dvt) despite anticoagulation. The patient is further reported to have severe necrosis of the abdominal wall to the seat belt and developed an open wound and fascia involvement of the left flank. The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism (pe). The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately four years and four months after the filter implantation, the patient became aware that the filter had tilted and fractured. The patient further reported having experienced anxiety and depression associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and tilting of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and fracture could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture and tilting of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.